Event description:
An intra-aortic balloon pump was alarming "volume loss" following four days for acounterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. Condensation was noted in the extension tubing. A helium leak was also noted. The helium valve was changed and the pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Co's maintenance schedule outlines routine maintenance steps which address this issue. Co believes the appropriate maintenance of this device could have prevented this event and do not attribute it to the device.